Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material in the auxiliary water channel and plastic distal end was due to the reprocessing was not conducted properly due to leakage from scope cover, right/left and up/down angulation control knobs. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to wear of the scope cover packing; water tightness was lost due to damage on the right/left knob; water tightness was lost due to damage on the up/down knob; the scope cover plate had peeling; the electrical connector had corrosion; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide bundle had breakage; the connecting tube had a wrinkle; and a noisy image occurred due to damage on the charged coupled device unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, foreign material was found in the jet tube and the plastic distal end cover of the colonovideoscope. There were no reports of patient involvement.